Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? What was the name of the procedure? Where and how the device was used (what layer of tissue and how many layers applied)? Was incision re-prepped before closure? What was the skin prepped with before dermabond was used? Was the skin prep solution wiped off and let dry before applying adhesive? How large of an area does the reaction cover? What post- operative date did the skin pigmentation appear? Are any pictures of the pigmentation available? Was medical intervention required to treat the patient condition? Results was there any allergy testing performed? If yes, results? Has the patient been exposed to any skin adhesives or nail glue in the past? What is physician¿s opinion as to the etiology of or contributing factors to this event? Why does the surgeon believe that the dermabond is related to the pigmentation? How is the patient today?

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the topical skin adhesive was used. After the procedure, the patient experienced pigmentation on the skin. The doctor opined that the topical skin adhesive had caused the pigmentation. The patient has been discharged from the hospital. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 4/24/2017 additional information was requested and the following was obtained: what was the date of the procedure? ¿ no information. What was the name of the procedure? ¿ unknown og procedure. Where and how the device was used (what layer of tissue and how many layers applied)? ¿no information. Was incision re-prepped before closure? ,,,no information. What was the skin prepped with before dermabond was used? ¿no information. Was the skin prep solution wiped off and let dry before applying adhesive? ¿no information. How large of an area does the reaction cover? ¿no information. What post- operative date did the skin pigmentation appear? ¿ no information. Are any pictures of the pigmentation available? ¿no, they are not. Was medical intervention required to treat the patient condition? ¿no information. Results: was there any allergy testing performed? ¿no information. If yes, results? Has the patient been exposed to any skin adhesives or nail glue in the past? ¿no information. What is physician¿s opinion as to the etiology of or contributing factors to this event? ¿the dr. Assumed the dermabond had caused the event. Why does the surgeon believe that they dermabond is related to the pigmentation? ¿no information. How is the patient today? ¿no information.